Manufacturer narrative:
The insulin pump was received with no unexpected icon anomalies noted during testing. No unexpected low reservoir alarms noted during testing; low reservoir feature functioned properly during our testing. The insulin pump was programmed multiple boluses and monitored; all bolus deliveries were shown properly in the bolus history screen. The insulin pump passed pump self test, off no power test, a21 error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. The operating currents are within specifications. The insulin pump had minor scratches on the lcd window, cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the customer had high blood glucose. Customer had a surgery and had taken steroids. Customer's blood glucose was 477 mg/dl. Customer had taken a bolus and blood glucose went down to 388 mg/dl. Then customer's blood glucose went up to 549 mg/dl. Device had alarmed low reservoir alarm when the device indicated 102 units left of insulin. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.